Manufacturer narrative:
The device was not received by depuy synthes power tools. Once the device is received and the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the "attachment was getting stuck in the motor". The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.